Event description:
It was reported by customer that the patient's sentrinex dressing had lifted. The patient experienced infiltration. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of dressing failed to adhere is confirmed; however, the exact cause is unknown. Eight photographs of a sentrinex dressing were returned for evaluation. An initial visual observation of the photographs showed two photographs of tape securing the dressings to the patient, and a collection of 6 photographs of what appears to be the dressing adhesion failing to adhere and skin condition. The photographs appear to be of four patients. The four distinct devices were observed to have various amounts of detachment. One patient¿s port needle was observed to be dislodged and tilted to one side as a result of the dressing failing to protect the device. All four dressings appeared to be applied as directed over the needle with no obvious cause of detachment found. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information (B)(6) 2025: patient was receiving 5fu, infiltration resulted in swelling and mild erythema. No medical intervention needed for infiltration; infusion was prolonged as new infusion had to be mixed. Port re-accessed, blood return noted and flushed.